Event description:
During a lap gastric bypass procedure, on the final firing on the pouch, the surgeon performed a leak test and noticed a leak where the device had been fired. The staple line looked fine on the stomach side, but there did not appear to be staples on the pouch side. The surgeon sewed the opening closed and completed the case as normal. This added approximately 45 minutes to the case. No patient consequence.